Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle packages were damaged. This was discovered during use. The following information was provided by the initial reporter: material no: 368608, batch no: 8324879. It was reported while drawing a patients blood, she reached into the box to get a needle and was pricked by an open needle. They then noticed several needles that have the seal torn and are opened.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle packages were damaged. This was discovered during use. The following information was provided by the initial reporter: material no: 368608, batch no: 8324879. It was reported while drawing a patients blood, she reached into the box to get a needle and was pricked by an open needle. They then noticed several needles that have the seal torn and are opened.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for needles in the shelf carton without the IV shields with the incident lot was observed. Additionally, the returned samples were evaluated for inner diameter(ID) of the IV shield. All samples were within specification. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.